Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The monitor began flashing. The temperature was fluctuating and wave form was lost. It began reading negative numbers while on the pt. There was no pt injury reported. Additional info has been requested.

Manufacturer narrative:
Integra completed their internal investigation on 09/03/2015: methods: evaluation of actual device. Device history record review. Complaint history review. Results: the customer complaint incident could not be duplicated and the investigation has verified this is a single occurrence. The cam02 monitor was verified as working to specification. Future incidents of this nature will be monitored for recurrence and trending purposes. The DHR pack appendix 1 was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2013 ¿sep. No non-conformance reports were raised during the manufacturing process for this console. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history: there is no service history for cam02 monitor (B)(4). Rate of occurrence: during the time period ¿may 2014 to jun 2015¿, the global product usage for cam02 monitors was calculated as (B)(4) usages, the quantity of complaints over the review period with the key word identified in the complaint review (B)(4) can therefore. Be calculated as (B)(4) of procedures. Conclusion: since the complaint incident could not be duplicated and the cam02 monitor was verified as working to specification no root cause can be established.